Event description:
It was reported that a small volume folfusor overinfused medication to the patient. The reporter stated that 3500mg of fluorouracil was delivered in 8 hours and not the expected 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d1, d4, g4 (510k #), h4, h6 and h10: h4: the device was manufactured from may 20, 2022 - may 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.